Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the scorpion multifire needle broke. The surgeon was not able to retrieve the broken parts from the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. No second surgery is planned to retrieve the broken parts.